Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. No damage found on c13 lcd isolation tape noted. The insulin pump was received with normal operating currents. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump had cracked case at the display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that belt clip broke, causing insulin pump to fall and experience a blank screen display. Customer's blood glucose was 53 mg/dl. It was reported that display screen also had scratches. Customer was advised that insulin pump would need to be replaced.